Manufacturer narrative:
(B)(4). The returned torque handle featured little superficial wear on its surface. The handle was submitted for torque testing and was found to be out of specification. The handle was not submitted for disassembly. The potential defects inside the moving components of the handle are suspected to be minimal to the point that they are barely visible. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The root cause of the torque handle exerting less torque than intended cannot be determined from the sample and the information provided. A potential root cause cannot be determined using the available information, though wear and tear over many uses and maintenance issues may be significant contributing factors. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during routine incoming inspection, it was observed that the sfx torque handle was found to be out of specification. The specification is 60.45 ¿ 69.55. The torque tested low. There was no patient involvement. This complaint involves one (1) device.